Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
There is a star defect in ipm l relating to ste alarming when using hexad derivation: there is no ste alarming on the chest leads. A malfunction is reported to have occurred with the m8105a (865024) mp5. This issue was discovered internally and did not involve a patient. A philips engineer reported the ste alarm is not sounding on the chest leads. The ECG signal resulting in ste values for v1-v6 violate the ste alarm limits. This complaint was deemed reportable due to the fact that a "failure to alarm" event may contribute to a serious injury or death. This issue was discovered internally and did not involve a patient.